Event description:
As reported, during a lap inguinal procedure sorbafix enhanced fixation device was used to fixate a non-bd mesh. It was reported that, the fasteners were not holding the peritoneum. The procedure was completed using another sorbafix device. There was no reported patient injury.

Manufacturer narrative:
As reported, during a lap inguinal procedure using sorbafix enhanced fixation device fasteners were not holding the peritoneum. As reported the device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of 465 units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample as received finds the internal cam wheel and follower pin were not fully seated resulting in the device no longer deploying fasteners. Review of the manufacturing records did not find any discrepancies in the assembly process per the review of the lhr and did not yield the identification of execution errors. Based on the investigation conducted, a definite root cause could not be determined. As the device was deploying fasteners in use the most probable root cause for the internal components to be come loose from their position is the result of even occurring during user device interface. No manufacturing anomalies were found. The instructions-for-use states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, during a lap inguinal procedure using sorbafix enhanced fixation device fasteners were not holding the peritoneum. As reported the device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a lap inguinal procedure sorbafix enhanced fixation device was used to fixate a non-bd mesh. It was reported that, the fasteners were not holding the peritoneum. The procedure was completed using another sorbafix device. There was no reported patient injury.